Event description:
It was reported that the patient had experienced abdominal pain and discomfort at the pump site for the past few months. The patient was taken to surgery and it was noted that there was brisk retrograde csf flow present from the existing implanted catheter. Cultures were taken superficially from the pump site, from the csf and from a deeper wound site. The initial culture result was negative, so the pump was re-implanted more medially from the original pump position. The catheter was re-connected to the pump and the patient was taken to the recovery area. The results of the second set cultures were gram positive for both of the csf and the deeper wound culture, so they explanted both the catheter and the pump due to those results. The patient was placed on intravenous antibiotics to treat the infection. The patient was monitored for symptoms of baclofen withdrawal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.